Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: one photo of a used gravity set was received by the customer for investigation. Upon visual inspection, it could be observed that the female luer on the manifold within the set had disconnected from its male luer connector. No other defects were observed. The customer's complaint that the proximal side of the port hub disconnected was verified. A device history record review could not be performed because a lot number was not provided by the customer. Since no physical sample was received, an investigation could not be performed and a root cause could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris smartsite gravity set had a component separation issue. The following information was provided by the initial reporter: "...it was the proximal side of the port hub that disconnected."